Manufacturer narrative:
The customer returned the transformer. Engineering visually examined the transformer and observed that there were no signs of damage to the housing but the cord showed signs of wear near the transformer and had multiple areas that appeared to be kinked. Engineering then disassembled the transformer and tested the cord for a short. Resistance of the cord not plugged into anything was 0.3 ohms, which indicated a short. Removing the outer insulation at two points in the cord revealed that the inner insulation was broken at the junction with the strain relief, which was determined to be the area of the short.

Event description:
The customer purchased the pump in style in (B)(6) 2010. The transformer was smoking and no longer works.